Manufacturer narrative:
The customer reported that when a new patient is admitted at the central nurse's station (cns) the existing patient that is being monitored will have their demographics overwritten. The admitting nurse will then have to go and re-admit the overwritten patient once again. They also states that none of the overwritten patients information is lost when this occurs, but that they are concerned for patient safety regardless. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that when a new patient is admitted at the central nurse's station (cns) the existing patient that is being monitored will have their demographics overwritten. The admitting nurse will then have to go and re-admit the overwritten patient once again. They also states that none of the overwritten patients information is lost when this occurs, but that they are concerned for patient safety regardless. No harm or injury was reported.

Event description:
The customer reported that when a new patient was admitted at the central nurse's station (cns), the demographics of the existing patient would be overwritten. The admitting nurse would then need to re-admit the overwritten patient. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that when a new patient was admitted at the central nurse's station (cns), the demographics of the existing patient would be overwritten. The admitting nurse would then need to re-admit the overwritten patient. None of the overwritten patient's information was lost when this occurred, but they were concerned for patient safety no harm or injury was reported. No patient harm or injury was reported. Investigation summary: based on the review of the device history and trending of issues at the facility, a common cause of issues at the facility for this device has been related to network connectivity/communication issues. Therefore, it is probable that this complaint was also due to a network connectivity/communication related issue. The customer has completed many changes to their network infrastructure and the issue has gone away since the changes have been made and since the change, reported complaints from the facility have gone down. Nihon kohden was able to confirm the reported issue, based on the reported information. However, a definitive root cause cannot be determined, as the issue is user dependent, and the customer did not state exactly how the issue was resolved. Based on the available information, it is highly likely that the issue was due to a network connectivity/communication issue, due to the facility's network environment. User related error issues can typically be resolved by updating the software, reconnecting/rebooting the device, or by updating any incorrect settings or correcting any setup installation errors to mitigate such issues. In some cases, if the cause is due to an environmental/facility it (information technology) related issue, the user can be advised to work with their internal it (information technology) department, to resolve such issues.